Manufacturer narrative:
Correction: MFR contact information should have been reported in initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with ventricular lead noise. The lead was explanted and replaced. During the explant procedure, insulation abrasion was observed under the suture sleeve. The patient was stable.